Manufacturer narrative:
Unit failed to pass the sleep current measurement test due to high current. Unit failed to pass the self-test due to pump error 75 occurring during testing. Unit passed the active current measurement, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump error 75 occurred on 09/30/2024 07:55 in history file. Pump error 24 occurred on 05/11/2024 12:02 in history file. Pump error 23 and pump error 68 and pump error 49 were not found in history file. Pump was cut open to perform visual inspection and found¿ evidence of moisture damage¿on the electronic assembly and force sensor. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay. P-cap was attached and locked into place properly. Pump error 75 and unexpected battery power loss is confirmed due to occurring during testing and moisture damage on the electronic stack. Pump error 130 is not confirmed. Device tested failed is confirmed due to pump error 75 occurring during testing. Pump error 24 is confirmed due to being found in history file and due to hardware anomaly. Pump error 23 and pump error 68 and pump error 49 is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device test failure, unexpected battery power loss, pump error 130, pump error 75, pump error 68, pump error 49, pump error 23, and pump error 24. The customer reported no adverse events. The event involved product(s) mmt-1886l. The troubleshooting was performed and the customer was able to clear the alarm. Alarms didn't recur after inserting a new battery or recurring alarms were not identified in the alarm history. The customer was able to clear the error but was unable to complete the rewind process. The error table indicated that the pump should be replaced due to a recurrence of errors or a failed self-test. The customer was able to clear the error and fill out the cannula delivery test, which was successful. The error table did not indicate that the pump should be replaced and the pump passed the self-test. The customer was not using the quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. Mmt-1886l was requested and the customer response was that the device would be returned.